Manufacturer narrative:
The product is not available for evaluation and the lot number is unknown. This investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that a white particle was found in the eye during sculpting. There was no patient impact and no clinical consequence. The duration of the surgery was increased by 0-15 minutes.

Manufacturer narrative:
One small plastic vial was returned in a bio-hazard bag. The handpiece was not returned. The vial contained an unknown fluid and a white colored particle. The particle was hard to the touch and is approximately 934 x 849 microns in size. The particle was sent to a laboratory for analysis. The particle was analyzed using an energy-dispersive spectrophotometer (eds) equipped with a scanning electron microscope. The results indicate that the white particle consists of calcium and oxygen. Lesser concentrations of carbon and phosphorus were also detected. This is consistent with calcium phosphate. Calcium phosphate is not used in the construction material of the handpiece. The device history record review could not be provided because the lot number is unknown. The root cause could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.